Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) papilla dilatation llithotomy procedure performed on (B)(6) 2020. According to the complainant, during procedure, it was noticed that the gauge needle would not move when pressure was being applied with the syringe. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: problem code 1184 captures the reportable issue of gauge reading inaccurate. Block h10: investigation results a visual examination of the returned complaint device revealed that the gauge needle indicated 0 atm. Functional evaluation was performed, and the device was pressurized using 35 ml of sterile water; no leak was observed. The device was able to hold the pressure but gauge was not indicating an accurate value, as the needle remained at 0 atm. Based on the available information, it is most probable that the manner in which the device was handled and manipulated may have caused the encountered failure, as applying excessive pressure to the device and/or excessive manipulation without enough care during the procedure could induce the failure found in this device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) papilla dilatation lithotomy procedure performed on (B)(6) 2020. According to the complainant, during procedure, it was noticed that the gauge needle would not move when pressure was being applied with the syringe. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.